Event description:
It was reported that both the instruments fell apart during the spondy reduction. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The investigation carried out revealed that the existing instruments were manufactured according to specifications valid at the time of production. However, it was established that one of the affected inner sleeves still corresponded to a previous version and this could have caused the malfunction (the new sleeves indicate a break in the transition to the thread). However, as the individual components are not always batched, where and when this sleeve was integrated into this instrument cannot be determined. This complaint is indeterminate from a manufacturing standpoint.